Event description:
It was reported that the nav-ring was defective. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The diagnostics performed by the engineer reported that the nav-ring was not responding to touch properly, unable to use the nav-ring. Recommended to replace the front bezel. Further information is pending.

Manufacturer narrative:
Upon further investigation, it was confirmed that the event occurred during servicing at the biomedical shop. Therefore this complaint no longer meets reportability requirements.